Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s cartridge jaw could not be closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.